Event description:
It was reported that this patient received an inappropriate shock (while dressing) and was admitted to the hospital. This electrode and s-ICD device shock delivery due to noise, over-sensing and under-sensing, with varying amplitudes and wide complexes. A request was made to have data from this device analyzed. Review of device data concluded due to the highly variable amplitudes, under-sensing occasionally. Review of data, also see that the arrhythmia persists post-shock. Ineffective shocks are unavoidable in any ICD therapy, as there is no 100% shock efficacy. Due to the highly variable amplitudes, the time to therapy (ttt) is significantly prolonged. Rhythmcare advised that a similar arrhythmia with the current system could produce a similar outcome, which cannot be clearly remedied through programming changes. While another vector may bring improvements, this cannot be quantified in advance, and there is a possibility that the symptoms could worsen further. Based on experience, an s-ICD system is capable of functioning adequately under proper ttt even with varying amplitudes. Due to the severity of the amplitude fluctuations in this rare individual case, adequate ttt was not achievable, and consideration should be given to switching to a transvenous system, as the amplitude fluctuations are usually less pronounced in that case. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.